Event description:
It was reported that in the study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", two patients had revision of the stem due to periprosthetic fracture.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms based on the article information provided, the root cause of 2 early post-op revisions were due to periprosthetic fractures, although the root cause of the fractures could not be concluded. The root cause of the 3rd revision was reportedly a deep hip infection; however, no lab/pathology result was referenced in the article and a root organism could not be identified. The patient impact beyond the reported symptoms and subsequent revisions noted in the article could not be expanded upon without patient specific documentation. Without the actual product and lot numbers, involvement in the r3 shell recall event could not be confirmed. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.